Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4). "Product unavailable for analysis."

Event description:
(B) (6) - peripheral cutting balloon registry. It was reported that the in (B) (6) 2006 the patient underwent conventional angioplasty in target lesion for restenosis the single target lesion was a de novo lesion located in an efferent vein of an arteriovenous fistula (left/right not provided) with 6 mm reference vessel diameter, and 10 mm target lesion length. Lesion had 80% stenosis pre-procedure and 0% stenosis post procedure. Vessel tortuosity documented as none. Calcification at target lesion documented as none. Lesion morphology: concentric stenosis; tight stenosis lesion. No pain was perceived during the procedure. Follow up assessment in (B) (6) 2005 it was documented patent target lesion, no adverse events reported, and no interventional procedures performed since the initial pcb procedure. In (B) (6) 2005 third month follow up assessment documented a patent target lesion, no adverse events reported, and no interventional procedures performed since initial pcb procedure. Six month follow up assessment in (B) (6) 2006 documented patent target lesion, no adverse events reported, and no interventional procedures performed initial pcb procedure. Twelve month follow up assessment in (B) (6) 2006 documented target lesion restenosis confirmed by angiography and was treated with conventional angioplasty in (B) (6) 2006.